Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported a remote merlin transmission revealed several episodes of pacemaker mediated tachycardia. The recommended programming change was not completed at the time of the notification. No further information is available.